Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results. The resolution 360 clip was not returned for analysis. The catheter was disposed and the clip is implanted; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. Durin the procedure, the clip was difficult to deploy. After 10 minutes of attempting to deploy the clip by opening and closing the handle the clip was able to be released. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.